Event description:
I attempted to give the patient mmr vaccine and when needle hit patients skin, it just bounced off and did not penetrate. I tried a 2nd time and same thing happened. Skin was not damaged and patient stated she was not in any pain or discomfort from this.